Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump monitored in 50c oven for several hours and no button error alarm noted. However, pump received with intermittent button response and missing segments. Unable to determine root cause due to pump preservation. Pump also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, scratched case, scratched reservoir tube window and scratched keypad overlay. Pump passed the delivery volume accuracy test at 97.64 percent. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 250 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device monitored in 50c oven for several hours and no button error alarm noted. However, device received with intermittent button response and missing segments. Unable to determine root cause due to device preservation. Also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, scratched case, scratched reservoir tube window and scratched keypad overlay. Device passed the delivery volume accuracy test at 97.64 percent. As 04/16/14bh (B)(6)2014. Device received with intermittent button response due to corroded keypad traces. Device received with missing segments due to cracked lcd zebra connector.